Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device entanglement remains unknown.

Event description:
No additional treatment for myocardial damage was performed. The patient was discharged from the hospital in stable condition.

Event description:
During an atrial fibrillation procedure, the ring portion of the catheter became entangled with the chordae tendineae in the ventricle. Immediately after the entanglement, the doctor tried to remove catheter by turning the handle clockwise, which did not release the device. The physician attempted removal for approximately 30 minutes without success. The vl catheter was placed in the ventricle and only a pvi was performed. The procedure was completed without replacing the catheter. After that, it was determined that a thoracotomy operation would be performed to removed the device. On (B)(6) 2021, a thoracotomy was performed to remove the catheter. When the chest was opened, it was noted that the ring portion of the device was entangled with the chordae tendineae and the tip of the ring was sunk into the myocardium.